Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device had a keypad delay. The cause was identified to be the failed processor board which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a keypad delay. No additional information is available.